Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and cracked case at the reservoir tube window corners.

Event description:
It was reported that the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer had to discontinue the insulin pump use and follow his/her medical prescription for insulin shots until replacement arrives no further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.